Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were fully fired. Staple pushers were visible at the zero cut line for both reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of pulmonary arteries on a video-assisted thoracoscopic lobectomy, the device was unable to lock on tissue. The distal end of the vessel would not cut/transect all the vessel after firing and retracting knife blade completely. In order to complete the case, they utilized scissors to transect distal portion of tissue. There was no patient injury.